Event description:
It was reported that this electrode was eroding through the skin in the area of the suture sleeve. Shock impedance measurements were noted to be within normal limits and the presenting electrogram was noted to be normal. Subsequently, the electrode was part of a system revision due to the erosion and infection/sepsis. This device was explanted. No additional adverse patient effects were reported.